Event description:
Per the audiologist, the pt reported feedback while using his sound processor. Skin growing on the abutment was determined to be preventing proper attachment of the sound processor. The pt underwent reduction surgery in 2008. No further info was reported at the time of this report, three months later.

Manufacturer narrative:
The type of event is addressed in the device labeling.